Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified ostium proximal right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.